Event description:
Boston scientific received information that the patient's remote monitoring system had triggered an alert indicating that the therapy delivery of the implantable cardioverter defibrillator (ICD) was deactivated and was changed to a monitor only mode for an unknown reason. Attempts to obtain additional information were made but were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.